Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) lead exhibited oversensing, high short v-v interval sensing integrity counter (sic) count. It was noted that the rv lead dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.